Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and follow-up report will be filed.

Event description:
Patient noticed that pump infused too fast; infused in 12 hours instead of 24. Fill volume of 48.2 ml is less than recommendation. No adverse event occurred. Date of event: (B)(6), 2010. Anp: asked but not provided.